Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and leading to the pump shutting off. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer reverted to alternate method for insulin therapy.